Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have a damaged pump head 2 door. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was repaired on-site at the customer facility by a baxter field service technician, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a damaged p2 pumphead door. If any additional information is received, a follow-up will be sent.